Event description:
Tee machine that was functioning at the beginning of the procedure stopped functioning toward the end of the procedure. Several attempts were made to reboot the machine without success. The patient remained on cardiopulmonary bypass an additional 25 minutes while a new machine was obtained. No patient harm resulted.